Manufacturer narrative:
2000e china 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product: k061285. Initial reporter phone #: (B)(6). Investigation summary: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21115851. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115851 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that there was blockage while using the bd smartsite¿ needle-free connector. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: after connecting the needle-free connector, liquid was found if there is no flow or blockage, immediately replace the needleless connector.